Manufacturer narrative:
Hardware low level failure confirmed during the self test. Failure due to broken trace at pin 1 of ambient light sensor. The main arm cannot communicate with the motor arm alarm and hal software error detected. Not confirmed during testing. Pump failed the self test and passed the displacement test.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.